Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-00777 it was reported the patient was not receiving effective stimulation. Patient¿s leads had migrated. In turn, surgical intervention was undertaken wherein both leads were explanted and replaced. This addressed the issue.

Manufacturer narrative:
The reported lead migration was not confirmed. This issue cannot be confirmed with product testing. The lead was returned complete with compression damage and discoloration in the second stim end spacer. The lead passed all electrical testing. The root cause of the issue could not be conclusively determined.